Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were pregnant and was having severe low blood glucose. The customer¿s blood glucose level was 37 mg/dl. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.